Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that a balloon inflation issue occurred. The target lesion was located in the abdominal aorta. The 18-4/5.8/120 xxl esophageal balloon catheter was unable to inflate. The catheter was removed and the product was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: initial examination of the returned device noted that the balloon material was fully deflated; however, the balloon was not fully folded or wrapped around the shaft of the device. An attempt to inflate the balloon material failed due to a pinhole leak located at 2 mm proximal to the proximal end of the distal markerband. No damage was noted to the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. However, the device was used to treat an abdominal aortic stenosis. (B)(4).